Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited peeling off objective lens adhesive. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. However, it is likely that the event occurred due to stress of repeated use, external factors, or handling. The following is included in the instructions for use (IFU): chapter 3 preparation and inspection, 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.